Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer technician (bmet) observation. The user facility bmet elected fix the unit himself. No parts will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per follow up with the user facility the footswitch had been acting up for a "long time". The user facility biomedical technician (bmet) inspected the sternal saw footswitch. "The wires were sealed to the switch and confirmation of continuity required my meter to access test points in the power plug and the power connector for the saw motor. After speaking with you, I reassembled the saw and decided to make sure it still worked as well as it had been. While doing that check, I was able to determine my problem was a break in the power cord inside the strain relief at the foot switch. I was able to repair the problem and verify operational and safety checks."

Event description:
It was reported that during use of the device for a pre-cardiopulmonary bypass, the sternal saw footswitch was becoming intermittent. It didn't work most of the time. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.